Manufacturer narrative:
One device was received for evaluation. Visual inspection found a defective latch lock sensor and confirmed the reported problem/root cause. Review of the event history log was not applicable. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize when a cassette is attached. There was unknown patient involvement.